Manufacturer narrative:
(B)(4). The complainant indicated that the device has been contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal proximal release stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture got stuck. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.